Event description:
It was reported that the physician wasn't satisfied with the distance between the ring and coil of the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unclear distance between ring and coil was not confirmed. A visual examination of the lead revealed no anomalies. Electrical testing of the lead revealed no indication of conductor fractures or internal shorts. The distal end of the right ventricular shock coil electrode was located within specification from the distal tip of the lead.